Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for this cardiac resynchronization therapy defibrillator (crtd). Technical services (ts) provided a review noting a morphology change every 5th beat which could be intermitted left ventricular (lv) lead loss of capture (loc) or fusion beats. A review of the daily trend revealed a stable threshold. The hcp reported that the patient is dependent. It was also noted that the right ventricular automatic threshold appeared to intermittently spike to 5.0 v. The patient will be called for further in clinic evaluation. This crtd remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for this cardiac resynchronization therapy defibrillator (crtd). Technical services (ts) provided a review noting a morphology change every 5th beat which could be intermitted left ventricular (lv) lead loss of capture (loc) or fusion beats. A review of the daily trend revealed a stable threshold. The hcp reported that the patient is dependent. It was also noted that the right ventricular automatic threshold appeared to intermittently spike to 5.0 v. The patient will be called for further in clinic evaluation. This crtd remains in service. No adverse patient effects were reported. Additional information was received, the patient will be brought into clinic in order to perform reprogramming and change capture vectors for appropriate capture. This crtd remains in service. No adverse patient effects were reported.